Event description:
(B)(4) study . Patient ID: taxus liberte. It was reported that during the procedure on (B)(6) 2011, a 3.0x16 non-abbott stent system then a 2.5x12 promus rx stent delivery system (sds) were each advanced toward a 95% stenosed, 8-millimeter long lesion in the left main (lm) coronary artery, but each were unable to cross through a previously implanted 3.5x12 non-abbott stent. There were no reported adverse patent effects related to the failure to cross. During balloon dilatation with 2.5x12 and 3.0x12 non-abbott balloon dilatation catheters and after implantation of a 3.0x18 rx promus stent in the mid left anterior descending (lad) coronary artery, a perforation occurred in the mid lad. The patient was discharged on (B)(6) 2011 on aspirin and prasugrel. On (B)(6) 2012, the patient expired with the primary cause of death due to sepsis due to clostridium difficile colitis with other underlying causes contributing to patient death including end stage renal disease, ischemic cardiomyopathy, and poorly controlled type 2 diabetes. Secondary causes of death were several decubitus ulcers and obstructive sleep apnea. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. In this case, there were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of perforation, death, and hospitalization are listed as no-fault effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.